Manufacturer narrative:
Date of event: unknown, used the first date of the aware month.

Event description:
It was reported that the patient experienced inflation and deflation issues an inflatable penile prosthesis (ipp). The physician did not provide a suspected cause for the problems. The patient did not experience any complications related to the device. A replacement surgery was performed in which only the pump was removed and replaced. No additional information was reported.